Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device for evaluation. Our investigation is in progress and we will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the gas inlet port of a neopuff infant resuscitator was broken and requested a service. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was not returned to fisher & paykel healthcare for investigation. Therefore, our investigation is based on the information provided by the customer and our knowledge of the product. Results: physical damage to the gas inlet port, based on the customer's comments. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas inlet port was caused by some sort of impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A hospital in (B)(6) reported that the gas inlet port of a neopuff infant resuscitator was broken and requested a service. No patient consequence was reported.